Event description:
The account generated a false negative prism hbsag (0.65 s/co) result on a donor specimen which tested nat idt (screening) reactive and nat hbv (discriminatory) reactive. The specimen also tested architect hbsag reactive and murex hbsag positive. The negative prism hbsag result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Evaluation: device/sample not returned. Retained kit testing met all specifications. In response to this issue an investigation was conducted which included a review of the complaint text, a review of manufacturing and testing records, a review of labeling and file kit testing. As part of our evaluation we have reviewed the complaint and manufacturing records for the reagent lot identified in your complaint. This review did not identify any problems relating to the customer observation. Master lot release testing for list number 3a47-48, lot number 70646hn00 was reviewed and indicated the master lot listed above was released within manufacturing release specifications.in-house file samples of reagent lot 70646hn00 were tested with sensitivity panels: the analytical sensitivity results were 0.07 ng/ml for hbsag subtype ad and 0.08 ng/ml for hbsag subtype ay, which is in line with sensitivity data from the package insert and also meets in-house release criteria. Additionally, testing of seroconversion panels with reagent lot 70646hn00 to evaluate clinical sensitivity was performed. This testing also did not identify a deficiency. Customer results were evaluated using test data from the prism metrics database. Performance of lot 70646hn00 was comparable to five other reagent lots with regards to s/co for the positive calibrator, thus giving no indication for a sensitivity deficiency of this lot. The abbott prism hbsag, list number 3a47-48 has an excellent sensitivity of 0.11 ng/ml for hbsag subtype ad and 0.09 ng/ml for hbsag subtype ay as outlined in the package insert. The sensitivity of the architect hbsag assay ranges from 0.15 to 0.29 ng/ml (architect hbsag package insert). Therefore, a specimen detected by the architect hbsag assay is expected to be detected by the prism hbsag assay as well. However, differences in the sensitivity between these two products may occur with rare hbsag mutants. An in-depth analysis of the specimen in question would have been of interest; however, no specimen was received from the customer for testing. Based upon the information received and the investigation conducted, it has been determined that abbott prism hbsag, list number 3a47-48, lot number 70646hn00, is performing acceptably and within its intended use, specification and label claims. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, 3a47-48, list prism hbsag, that has a similar us product distributed in the us, prism hbsag, list 6d19. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation: retained kit testing met all specifications. Additional investigation due to customer return: this addendum to the investigation contains additional test results generated with the returned customer patient sample (B)(6). The investigation team had already completed an evaluation and determined that abbott prism (B)(4), list number 3a47-48, lot number 70646hn00, identified in this complaint, is performing acceptably and that the sensitivity of the assay is not impacted. The customer returned patient sample containing (B)(6) was sent to an external laboratory for sequence analysis. The following mutations were identified in the genomic sequence of (B)(6) encoding the main antigen determining region (a determinant) of the (B)(6): an insertion of six nucleotides: (B)(4). The additional six nucleotides lead to an insertion of two amino acids, isoleucine and lysine, in the antigenic region of the (B)(6) protein: (B)(4). The amino acid positions affected by this mutation are in the antigen binding site of the monoclonal antibody used for detection of (B)(6) better capture of (B)(6) onto the solid phase by the prism (B)(4) assay. Therefore, the insertion of additional amino acids at this position is responsible for the (B)(6) result with prism (B)(4). This insertion also affects the overlapping open reading frame for the (B)(6): (B)(4). This leads to an insertion of two amino acids, glutamine and asparagine, with unknown significance: (B)(4). A sequence variance at position 401 in the genomic region encoding the main antigen determining region leading to the following exchange: (B)(4). The mutation at position 401 altering the main antigen determining region (B)(4) does not affected (B)(6) detection since the monoclonal antibody used for detection has no antigen binding site in this region of (B)(6). The abbott prism (B)(6), list number 3a47-48 has an excellent sensitivity of 0.11 ng/ml for (B)(6) subtype ad and 0.09 ng/ml for (B)(4) subtype ay as outlined in revision 9 of the package insert (commodity number (B)(4)). The sensitivity of the architect (B)(4) assay ranges from 0.15 to 0.29 ng/ml (architect (B)(4) package insert, commodity number (B)(4)). Therefore, a specimen detected by the architect (B)(4) assay is expected to be detected by the prism (B)(4) assay as well. However, differences in the sensitivity between these two products may occur with (B)(6) mutants. The prism, architect, and murex assays for detection of (B)(6) utilize different antibodies specific for the (B)(4). Therefore, mutations in the (B)(6) can lead to discrepant results between these assays. Correspondingly, the package insert for abbott prism (B)(4) (list number 3a47-48), commodity number (B)(4) states under limitations of procedure: "although the association of infectivity and the presence of (B)(6) is strong, it is recognized that presently available methods for (B)(6) detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of (B)(6)." A complaint review for potential false (B)(6) patient and/or proficiency test results was performed starting from (B)(6) 2000 until (B)(6) 2009. This review resulted in a low complaints per million test rate for potential false (B)(6) results. In general for (B)(6) mutations, it was published that insertion mutants in this region (antigen binding site of the monoclonal antibody used for detection of (B)(6)) were (B)(6) in 1999 (coleman et al, immunoassay detection of (B)(6) surface antigen mutants., journal of medical virology 59:19-24 (1999)). Currently, this mutation (isoleucine/lysine insertion at aa position (B)(6)) is not described in the literature. This is the first case were we know of this type of mutation. No product deficiency identified.